Manufacturer narrative:
The customer technical specialist had the customer check the diluter and she found a leak at ff107 (associated with pathway at pv37 to mf11). She replaced tubing at ff107 and ran shutdown with no further leaks. Bec internal reference to this event is (B)(4). Cts assisted customer to replace tubing.

Event description:
The customer reported a leak (volume unknown) inside the coulter lh 500 hematology analyzer and on the tabletop. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.